Event description:
It was reported that diagnostic imaging revealed that the right ventricular (rv) lead exhibited fracture and clavicle crush, and the right atrial (ra) lead exhibited insulation damage and clavicle crush. The rv and ra leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of insulation damage and clavicle crush were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found damage noted to the outer insulation and the outer coil offset/compressed consistent with damage occurring due to clavicle crush forces at the middle region of the lead. The cause of the reported events was isolated to the clavicle crush.